Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the adapter of the sarstedt does not fit into the bd venflon¿ pro safety shielded IV catheter. The adapter "drops out" when they take a blood sample. Found during use. No reports of exposure, serious injury or medical intervention noted.

Event description:
It was reported that the adatper of the sarstedt does not fit into the bd venflon¿ pro safety shielded IV catheter. The adapter "drops out" when they take a blood sample. Found during use. No reports of exposure, serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 actual and 1 representative samples returned for evaluation. Observed lube on the cannula hub of the representative sample. No abnormalities were identified on the actual sample. Both samples passed the iso594 fitting inspection and luer taper measurement test. Therefore, the exact source of the defect could not be determined. It is possible that over time the lubricant migrated to the cannula hub resulting in a disconnection of the adapter. The lubrication is used to lower the friction of interference fit between the luer taper and sarstedt adaptor and could have resulted in the disconnection. A device history record review showed no non-conformances associated with this issue during the production of this batch. There is a CAPA (CAPA#(B)(4)) initiated for luer disconnection, this batch is produced before CAPA action implementation is completed. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the adapter of the sarstedt does not fit into the bd venflon¿ pro safety shielded IV catheter. The adapter "drops out" when they take a blood sample. Found during use. No reports of exposure, serious injury or medical intervention noted.